Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The cgm was providing unspecified low values and the patient¿s family was treating the patient based on the cgm information. It was not specified what treatment the patient received for these low cgm values. At an unspecified time later, the patient¿s cgm continued displaying unspecified low values while the patient¿s bg meter reading ¿rose significantly¿. The patient was brought to the ER and the patient was still currently hospitalized at the time of report (2 days from date of event to date of report). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.